Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Evaluation summary - device analysis revealed a high current drain. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The device was returned by a competitor, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. Follow up with clinic revealed that toward the end of the patient's life, patient received many, many shocks, but all were appropriate. Nurse also reports cause of death per death certificate is unknown, but the hospital course summary reports, patient admitted in (B) (6) 2009 for aspiration pneumonia. Per hospital record patient "had episodes of vt while hospitalized that were treated with lidocaine" but the nurse reported there were no device allegations. In (B) (6) 2009, patient was made a do not resuscitate per family wishes and died 2 days later.